Manufacturer narrative:
Update to h6; coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported positioning difficulties were confirmed on the films received; however, the cause of the event could not be determined. There was no obvious anatomical characteristic, such as significant tortuosity or calcification, that could have contributed to the reported event. The gap between the tip and graft cover could not be fully confirmed based on the limited films available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii limb stent graft (etlw1620c93ee) was intended for implantation in the abdominal aorta during the treatment of an abdominal aortic ulcer located in the mid-section of the abdominal aorta. It was reported that during the procedure, when the delivery system of the limb stent graft was unpacked, a slight gap was observed at the connection between the outer sheath and the tapered tip. As the delivery system was introduced via the right common femoral access point, significant resistance was encountered. Multiple attempts were made to adjust the guidewire position and the angle of the delivery system, but the device still could not be advanced smoothly. While under local anesthesia, the patient experienced significant pain. Consequently, the delivery system was removed from the vessel. A different medtronic stent graft was implanted, and the procedure was successfully completed. The cause of thepositioning difficulties was believed to be related to the observed gap. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Photo evaluation summary: five still images were received for analysis. Images depict an endurant device laid out on a table. A gap is evident between the tip and graft cover, however the exact dimensions of the gap cannot be determined. Blood is evident on the device. B5:additional information received: the outer box and inner packaging were intact, there was no difficulty removing the device from the box and it was confirmed the device was prepared per the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.